Event description:
Related manufacturer reference number: 2017865-2023-20005 it was reported that a patient presented in-clinic with over-sensing of noise noted on both the right atrial and right ventricular leads. The right atrial over-sensing resulted in inappropriate automatic mode switch. The physician decided to monitor the patient and intervention was reported. The patient was stable throughout.